Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated, that while running the axsym digoxin iii assay, error codes #1062 (invalid test result, read precision (#), #1063 (invalid test result, correlation coefficient too low) and #1118 (invalid test result, intercept too low) generated on pt samples. There were no impact to pt management reported.